Event description:
Customer reported that "masimo portable oximeter (rad-57) did not work during resuscitation of baby; intermittent readings of questionable reliability."

Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The cable has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a follow up report will be submitted.